Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('coil was found outside back wall of my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), intervertebral disc degeneration ("degenerative disc disease"), spinal stenosis ("spinal stenosis"), nerve compression ("pinched nerves"), sciatic nerve neuropathy ("sciatic nerve issue") and denture wearer ("getting dentures") and was found to have a pregnancy with contraceptive device ("prayers for a safe delivery and healthy baby"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device expulsion, pregnancy with contraceptive device, intervertebral disc degeneration, spinal stenosis, nerve compression, sciatic nerve neuropathy and denture wearer outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered denture wearer, device expulsion, intervertebral disc degeneration, nerve compression, pregnancy with contraceptive device, sciatic nerve neuropathy and spinal stenosis to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: prayers for a safe delivery and healthy baby, device ineffective. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new event getting dentures was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('coil was found outside back wall of my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), intervertebral disc degeneration ("degenerative disc disease"), spinal stenosis ("spinal stenosis"), nerve compression ("pinched nerves") and sciatic nerve neuropathy ("sciatic nerve issue") and was found to have a pregnancy with contraceptive device ("prayers for a safe delivery and healthy baby"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device expulsion, pregnancy with contraceptive device, intervertebral disc degeneration, spinal stenosis, nerve compression and sciatic nerve neuropathy outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered device expulsion, intervertebral disc degeneration, nerve compression, pregnancy with contraceptive device, sciatic nerve neuropathy and spinal stenosis to be related to essure. Concerning the injuries reported in this case, the following one/ ones were reported via social media: prayers for a safe delivery and healthy baby, device ineffective. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event "removal" added. On 20-mar-2020: social media received. Patient reports baby went to heaven (B)(6) 2015. On 23-mar-2020: social media content received: reporter added. Events: degenerative disc disease, spinal stenosis, pinched nerves and sciatic nerve issue, device expulsion were added. Fu 2, 3 and 4 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.